Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 270 mg/dl and a correction bolus was delivered to address the bg level. After performing a system check, the cause of the occlusion could not be determined. The customer indicated that the supplies on the pump would be changed.